Manufacturer narrative:
This spontaneous case was reported by a health professional and describes hysterectomy ("hysterectomy") and device dislocation ("she feels its up in the abdomen") in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and experienced device dislocation (seriousness criterion medically significant). The patient was treated with surgery. At the time of the report, the hysterectomy and device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation and hysterectomy with essure. The reporter commented: np stated I just inherited a patient who had an essure placed in 2010 after that she had a hysterectomy after that. None of the documentation says anything about the coils, where they are if they were removed or not. She is convinced there still in there so my question is what is the best imaging I should order to detect that? I want to know if its migrated, she feels its up in the abdomen what is the best test, this is 10 no 15 years ago. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a nurse and describes the occurrence of hysterectomy ("hysterectomy") and device dislocation ("she feels its up in the abdomen") in a female patient who had essure inserted. In 2010, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criterion medically significant). The patient was treated with surgery. At the time of the report, the hysterectomy and device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. The reporter considered hysterectomy to be related to essure. The reporter commented: np stated I just inherited a patient who had an essure placed in 2010 after that she had a hysterectomy after that. None of the documentation says anything about the coils, where they are if they were removed or not. She is convinced there still in there so my question is what is the best imaging I should order to detect that? I want to know if its migrated, she feels its up in the abdomen what is the best test, this is 10 not 15 years ago. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.